Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer¿s blood glucose was 186 mg/dl and sensor glucose was 56 mg/dl at the time of the event, the difference is outside the acceptable range. Customer stated that insulin delivery was suspended but cancelled it quickly. The sensor will not be returned for analysis.